Event description:
The pump was reported to overinfuse during clinical use. The pump was reported to be infusing a 250ml bag of heparin (100 units/ml) sodium in 5% dextrose solution. The staff started the treatment at 2:38pm at a rate of 12ml/hour and a volume to be infused of 250ml. At 3:50 pm the staff noticed that the 250ml bag of solution was almost completely empty. No adverse outcome to the patient resulted. No specific patient information was provided.